Manufacturer narrative:
Customer was advise to replace battery.

Event description:
It was reported to philips that the device had a flashing red x in the ready for use indicator and was making a chirping noise. There was no reported patient involvement.